Event description:
A user facility reported to olympus that during preparations to use the video system center, there was no picture and it worked intermittently. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did confirm the reported event by the customer. The evaluation uncovered that a faulty video connector was causing the reported issue of no image and working intermittingly. The faulty parts were replaced, and the software was updated as well. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty video connector could not be identified. Olympus will continue to monitor field performance for this device.